Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no displayable history crc check failed on startup alarm, device software error alarm, software error alarm or unexpected reset noted. The insulin pump passed self-test and displacement test. However, the insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump had a failed vibrate check on self-test due to broken black vibrator motor wire. The insulin pump was received with a missing end capsticker, scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm, software error alarm, and displayable history crc check failed on startup alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.